Manufacturer narrative:
Updated sections: b5,d10,g4,g7,h2,h3,h6,h10 h6 correction: device codes changed to "improper flow or infusion" internal complaint number: (B)(4) the device was returned to the factory on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and traces of blood were observed. The c-ring was observed to be intact, no visual defects were observed. The insufflation tube and the water tube were observed to be intact. The c-ring has no visible defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2196 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, once the trocar was placed in the leg, and the insufflation tubing was attached, they had lots of trouble insufflating the leg. They attempted to screw the tubing further onto the port, but still had trouble with the insufflation. They removed the trocar, saving a piece of the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, once the trocar was placed in the leg, and the insufflation tubing was attached, they had lots of trouble insufflating the leg. They attempted to screw the tubing further onto the port, but still had trouble with the insufflation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.